Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had the new enlite sensor but they only last 3 days. Customer's blood glucose was 430 mg/dl. Customer stated that he had cereal last night and changed the set. Customer stated that he thought it wasn't working and he did a correction. Customer was driving and did not have time to troubleshoot. Customer was called back and he stated that he bolused about 30 minutes prior and felt okay. Customer stated that his blood glucose normally does not respond that quickly. Customer did troubleshooting for the sensor error and discussed how an improper insertion could lead to insulin pooling.